Event description:
It was reported by a healthcare professional in china that during an arthroscopic repair of shoulder sleeve with fixation of long head of biceps tendon and synovectomy procedure on (B)(6) 2023, it was observed that the anchor on the versalok anchor with orthocord device pulled out upon insertion. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it could be observe that the suture material and tissue are loose. The anchor appears to be pulled out. No further information was provided. A manufacturing record evaluation was performed for the finished device 8l77960 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure. However, it cannot be conclusively determined. As pero IFU-108978 bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or over tensioning or poor bone quality may result in anchor pullout. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.